Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, around 7-8:00pm the patient¿s cgm was reading low mg/dl, and the bg meter was 116 mg/dl. The patient was also wearing a tandem insulin pump, which the patient stated was giving her occlusion alarms. The patient reported that a bg meter reading of 116 mg/dl ¿was not good a good reading for her¿. She also stated that the cgm values were jumping and ¿rapidly going up and down.¿ the patient was anxious, vomiting, and ¿not thinking right.¿ she self-treated by giving herself a half a unit of insulin. Around 9:00pm, the patient texted her neighbor, who called emergency medical services (ems). Once ems arrived, the patient was treated with unspecified IV fluids. The patient¿s insulin pump and sensor were also removed. She could not recall what her bg meter reading was at that time. The patient was then transported to the emergency room. At the ER, the patient stated she still was not thinking right and stated she was "going into dka (diabetic ketoacidosis)". She was treated with ¿diabetes medications¿ and insulin but could not recall any specifics. The patient was discharged home around 12:00pm the following day (less than 24 hours). Once at home, the patient put on a new sensor and resumed her tandem insulin pump. The patient was ¿feeling better¿ at discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.